Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported issue was that the 8300 failed the leak down test in system maintenance, which was not identified during the customer call. The tech support informs customers to check the integrity of leak-down tubing setup, and verifies the setup is correct and also to edit the task list in system maintenance to use leak-down task. Customers will retest their device. Informed the customer of costs for service level 1&2 repairs. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the 8300 failed the leak down test in system maintenance. There was no patient involvement.